Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality control (qc) data, which indicated results were within range on the date of event and the following day. The ccc recommended a re-draw after 48 hours as bhcg titer should rise quickly during pregnancy. The customer does not know what the correct result was and does not know if the patient was redrawn. The cause of the patient's qualitative and quantitative results not matching is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Negative beta human chorionic gonadotropin (bhcg) results were obtained on a patient sample on a dimension vista 500 instrument. The customer ran a bhhg qualitative test (sureview kit) and the result was positive. A procedure for the patient was canceled due to the positive result. The results were reported to the physician, who questioned the bhcg result; however no corrected report was issued. It is unknown which result the physician considers as the correct result for this patient. The same sample was rerun on the dimension vista 500 and the result repeated as negative. The customer repeated the sureview kit test and resulted positive. The customer is not sure what the correct result is. There are no known reports of patient intervention or adverse health consequences due to the negative beta human chorionic gonadotropin results.

Manufacturer narrative:
The initial MDR 1226181-2016-00346 was filed on june 27, 2016. Additional information was received on 07/01/2016: the customer repeated the sample and tested a re-draw. The results were negative. The instrument is performing according to specifications. No further evaluation of the device is required.